Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: there were frequent low battery warnings observed in the alarm history. The battery compartment was cracked along the side of the pump. The pump's electrical current draws were tested and were within specifications. Moisture damage was observed in the battery compartment. Additional moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated that there was damage to the battery cap. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.